Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that their device was malfunctioning. On 2020-jan-18, the patient reported that they had fallen in the last hour and they were concerned that they may have moved or disturbed something. The patient was advised to reach out to their health care physician (hcp). The patient reported that everything feels fine, except that it itches. The patient also spoke with patient and technical services (pats) to report they were seeing ¿no device response, ensure patient is in range and powered on.¿ patient services asked if the leads were still connected to the ens and if the ens light was on when trying to connect however the patient was not able to confirm and stated that they would call back when they had someone there to help them. That same day, the patient called back and stated they were getting the same message. The patient had someone push the button on the ens and no green light had come on. It was reviewed with the patient that the ens batteries may be depleted and they were redirected to their health care physician (hcp). There were no further complications reported.